Event description:
Rptr stated in a meter to lab (venous draw) fasting blood glucose test the result was 123 to 166 mg/dl respectively. Rptr stated this meter to lab comparison was 5 min apart. Rptr was not experiencing any symptoms. Rptr did not adjust medication. A1c test a couple of weeks ago was a 5 (five). No allegation of harm stated.